Event description:
On january 10, 2008 at 8:20 am, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is reverting into the setup mode. Per the owner's manual, the lfs meter will revert into the setup mode if the meter was turned on for the first time or if the battery was recently changed. After the reported issue started on two days earlier at an unspecified time, the patient developed symptoms described as "felt weak and clammy." The patient did not take any actions in regards to diabetes treatment at the time of concern. The patient received advice/assistance from a healthcare provider. However, the patient was unable/unwilling to provide information about the treatment/advice/assistance. The patient was not tested on any other meter. During troubleshooting, the customer care advocate verified that there was no meter trauma; the meter reverted into the setup mode after she changed the battery, and the reported issue was resolved with training. This complaint is being reported because the reporter alleged pt developed symptoms that can be suggestive of hypoglycemia and received medical assistance from a healthcare provider after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.